Event description:
On (B)(6) 2021, the following information was provided to kci by the physical therapy representative: on (B)(6) 2022, the patient was discontinued from the v.a.c.ulta¿ therapy system allegedly due to copious bleeding. On (B)(6) 2022, the following information was provided by the physical therapist. The physical therapist who changed the dressing stated that there was some bleeding, and the v.a.c.ulta¿ therapy system was placed on hold. On (B)(6) 2022, the following information was provided to kci by the physical therapist: the patient had bright red blood in the exudate that was entering the canister but isn't sure what caused it. The patient just had surgery a few days before but couldn't be for sure if that was the reason why the color was bright red. The patient was advised to inform their surgeon. No additional information was provided. On (B)(6) 2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On (B)(6) 2022, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage is related to the v.a.c.ulta¿ therapy system. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: v.a.c.ulta¿ therapy system contraindications ·do not place foam dressings of the v.a.c.ulta¿ therapy system (including both v.a.c.® therapy and v.a.c. Veraflo¿ therapy dressings) directly in contact with exposed blood vessels, anastomic sites, organs, or nerves. V.a.c.ulta¿ therapy system warnings bleeding: with or without using v.a.c.® therapy or v.a.c. Veraflo¿ therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy or v.a.c. Veraflo¿ therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy or v.a.c. Veraflo¿ therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.ulta¿ therapy unit and dressings (both v.a.c.® therapy or v.a.c. Veraflo¿ therapy) should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy or v.a.c. Veraflo¿ therapy. Always ensure that v.a.c.® foam dressings and v.a.c. Veraflo¿ foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Manufacturer narrative:
MDR-3009897021-2022-00039 submitted on 22-feb-2022 noted the following: section b5 describe event or problem: on 10-dec-2021, the following information was provided to kci by the physical therapy representative: on 25-jan-2022, the patient was discontinued from the v.a.c.ulta¿ therapy system allegedly due to copious bleeding. Correction: section b5 describe event or problem: on 25-jan-2022, the following information was provided to kci by the physical therapy representative: the patient was discontinued from the v.a.c.ulta¿ therapy system allegedly due to copious bleeding.

Event description:
On 25-jan-2022, the following information was provided to kci by the physical therapy representative: the patient was discontinued from the v.a.c.ulta¿ therapy system allegedly due to copious bleeding.